Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/12/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/02/2014 with the following finding:the keypad cover was found to be torn at the up button. During testing, the ok keypad button was found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the finger pad. Also unrelated to the complaint, evaluation revealed that the display was dim/fading/discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the keypad cover was damaged. It was noted that the ok keypad button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.